Manufacturer narrative:
The getinge field service technician that encountered the issue was able to get a new full helium tank and subsequently, setup and installed unit. Unit passed all calibration, functional and safety tests that were performed. The iabp was returned to customer and cleared for clinical use. A supplemental report will be submitted when additional information is provided to us. (B)(6).

Event description:
It was reported by a getinge field service technician that during new installation, the helium tank in the cardiosave intra-aortic balloon pump (iabp) was empty. In addition the technician reported that out of 3 tanks, 2 tanks were found empty. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/4246) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/4246) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/4246) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported by a getinge field service engineer (fse) that during new installation of a cardiosave intra-aortic balloon pump (iabp), three helium tanks were received; however two were found to be empty. There was no patient involvement, and no adverse event reported.